Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A gehc service representative performed a checkout of the equipment and a review of the logs. The cables were reseated.

Event description:
The hospital reported that, during a case, the unit had a system malfunction. The anesthesia machine was replaced. There was no reported patient injury.